Manufacturer narrative:
Concomitant medical product- based on the current information provided, the cause of the customer reported failure mode is unknown as the customer did not isolate the stapler reload associated with the intra-operative complication. If additional information is received, a follow-up MDR will be submitted. The stapler reload was returned to isi for evaluation and completed evaluation. Upon visual inspection, the reload appeared to be used and fully fired. The reload was disassembled in-house for inspection and found to have blade damage. The root cause is typically attributed to mishandling/misuse. The sureform 60 stapler instrument was returned to isi and evaluated. Failure analysis investigations found 1 engagement failure based on log review but was not replicated during in-house testing. The stapler instrument was tested in-house. The instrument initialized and engaged without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed engagement on both attempts. The housing was removed for inspection and found no damage. The root cause is not determinable/applicable. The customer returned 6 other blue stapler reloads used in the procedure. The failure analysis findings are as below: 3 blue stapler reloads had no issues detected: upon visual inspection, the stapler reload appeared to be used and fully fired without any issues. The stapler reload were disassembled in-house for inspection and no damage was found. 3 other reloads were returned with issues found: blue reload #1: upon visual inspection, the stapler reload was found to be used and fully fired. A review of logs showed no firing failures. The staples were removed successfully. The reload was disassembled and blade as well as cartridge damage was found. The cartridge damage was found along the knife track, likely caused by the lodged malformed staples. There was no missing material. The root cause of blade damage and cartridge damage is typically attributed to mishandling/misuse. Additionally, the reload was found to have multiple pushers damaged. No missing material was observed. The root cause is attributed to a component failure. The root cause of lodged malformed staples is not established and the reload was transferred to engineering for further investigation. Failure analysis was conducted by isi engineering and the following findings were obtained: visual inspection of cartridge shows damage at the distal end of the knife slot. The knife edge exhibits indentations and the reload was returned with staples lodged in front of the knife. All pushers were deployed, and the shuttle was parked at the distal end of the reload. It is likely that the reload was fired across a previous staple line, causing staples to get lodged in front of the knife. Despite staples getting in front of the knife, the logs did not register this firing as a failure, likely due the peak firing forces not exceeding force limits. Regarding damage to pushers, there are a few pushers with the staple pockets deformed, however, this damage did not prevent the pushers from fully deploying. Pushers are not rotated or broken along their height which would have a negative impact on staple formation. Visual evidence suggests pusher staple pocket deformation has minimal impact to staple formation compared to more severe pusher damage like breakage or rotation. Blue reload #2: upon visual inspection, the reload appeared to be used and fully fired. A review of logs showed no firing failures. The reload was found to have lodged malformed staples stuck in the knife track at the distal tip of the reload. The staples were removed successfully. The reload was disassembled and blade as well as cartridge damage was found. The cartridge damage was found along the knife track, likely caused by the lodged malformed staples. There was no missing material. The root cause of blade damage and cartridge damage is typically attributed to mishandling/misuse. The root cause of lodged malformed staples is not established and the reload was transferred to engineering for further investigation. Failure analysis was conducted by isi engineering and the following findings were obtained: visual inspection of the cartridge shows damage at the distal end of the knife slot. The knife edge exhibits indentations and the reload was returned with staples lodged in front of the knife. All pushers were deployed, and the shuttle was parked at the distal end of the reload. It is likely that the reload was fired across a previous staple line, causing staples to get lodged in front of the knife. Despite staples getting in front of the knife, the logs did not register this firing as a failure, likely due the peak firing forces not exceeding force limits. Blue reload #3: upon visual inspection, the reload was found to have the knife exposed within the knife track. A review of logs showed no firing failures. The root cause of exposed blade is typically attributed to mishandling/misuse. The reload was found to have lodged malformed staples stuck in the knife track at the distal tip of the reload. The staples were removed successfully. The reload was disassembled and blade as well as cartridge damage was found. The cartridge damage was found along the knife track, likely caused by the lodged malformed staples. There was no missing material. The root cause of blade damage and cartridge damage is typically attributed to mishandling/misuse. The root cause of lodged malformed staples is not established and the reload was transferred to engineering for further investigation. Failure analysis was conducted by isi engineering and the following findings were obtained: visual inspection of the cartridge shows initial damage to knife slot occurred at roughly 1.03" from the proximal end of the cartridge back plane. This location appears to be the first time that a staple was dragged into the knife slot by the knife. The knife edge exhibits various indentations and the reload was returned with staples lodged in front the knife. The reload was returned with the knife exposed slightly above the cartridge top surface at the distal end of the knife slot, this was likely due to lodged staples restricting forward motion of the knife. All pushers were deployed, and the shuttle was parked at the distal end of the reload. It is likely that the stapler reload was fired across a previous staple line, causing staples to get lodged in front of the knife. Despite staples getting in front of knife, the logs did not register this firing as a failure, likely due to the peak firing forces not exceeding force limits. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following information was obtained: the logs show that sureform 60 stapler instrument (part #480460-09, lot #l90211116-0090 was installed 4 times and fired 3 reloads (all blue). All firings were completed per the logs. The first two firings had no pauses, and the third firing (this is the firing mentioned in the complaint) had multiple pauses for compression (3 or 4). The instrument did not have any incomplete clamps. The fourth install used a blue stapler reload, but no clamps or fires were attempted. Images sent by customer were reviewed by isi clinical development engineering (cde) and the following findings were obtained: the images show stomach tissue with staples that are bunched up on both sides of the staple line. The staples have been compressed and are malformed. The tissue does not appear to have been transected by the blade and looks torn. There is a small amount of blood pooled up at the proximal end of the staple line. This complaint is considered reportable due to the following conclusion: during a da vinci-assisted gastric bypass procedure, a sureform 60 stapler instrument with a blue stapler reload installed, misfired and pushed stomach tissue out of the stapler jaws. The stapling issue occurred during the third fire of the stapler instrument. The staples were malformed as well as bunched at the end of the staple line. The surgeon used a backup sureform 60 stapler instrument and stapled medial to the previous staple line. Although additional tissue was removed, it still resulted in an acceptable surgical outcome. The surgeon thinks the cause of the intra-operative complication is due to the stapler not working properly.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler instrument worked twice and then eventually stopped working. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr), who was present during the procedure and obtained the following information: the issue occurred when the surgeon was stapling the stomach during the creation of the gastric pouch. The third stapler fire with a blue stapler reload was involved. The stapler instrument clamped with no issues and started firing. During the firing process, there were a few pauses for compression. The stapler continued firing and the blade stopped cutting about halfway through. The staples were seen embedded partially in the tissue and malformed. There were missing staples from the staple line and also bleeding seen from the stomach tissue. The surgeon stated that the staple line was not too close to the bougie. The surgeon then used a backup sureform 60 stapler instrument and stapled medial to the previous staple line as there was a sufficient margin of tissue in the gastric pouch. There were no issues with unclamping of the stapler instrument and the reload was not stuck on tissue. The rest of the procedure was completed with the backup stapler instrument and was uneventful. The patient is currently recovering well. The csr stated that the bedside staff was seen only wiping down the stapler instrument between each stapler reload installation and not swishing it in saline. The site will be returning all 7 blue stapler reloads used in the procedure as they did not isolate the affected stapler reload. Isi followed up with the surgeon and obtained the following information: during the creation of the gastric pouch with the blue reload, the sureform 60 stapler instrument clamped without issues. There was one pause at the beginning of the fire, but then the stapler instrument continued firing. The stapler instrument did not fire correctly, and the stomach tissue was pushed out of the jaws during the stapling process. The staples were malformed as well as bunched at the end and the blade did not cut tissue. There was a partial staple line and no hole was seen in the staple line. The surgeon then used another stapler reload to staple the stomach tissue again. The stapler reload was not stuck on tissue upon unclamping. All the staples from the reload were deployed. The surgeon typically picks blue stapler reloads for creation of the gastric pouch. The stomach tissue was not calcified, exposed to chemotherapy or radiation, and there was no tissue tension or unusual tissue conditions in the tissue being stapled. A 36 french visigi bourgie was used, and the staple line was not too close to the bougie. There was no obstruction in the jaws of the stapler jaws. The surgeon is unsure if the bedside staff cleaned the jaws of the stapler instrument properly between each fire. There was no bleeding seen. Although additional tissue was removed, it still resulted in an acceptable surgical outcome. The surgeon thinks the cause of the intra-operative complication is due to the stapler not working properly. There were no post-operative complications in the patient.